Event description:
It was reported that the customer had passed out and had a low blood glucose level. Customer stated that she ended up going to the hospital and was waiting for her blood glucose level to stabilize before calibrating. Customer was released today. Customer's blood glucose level was 40 mg/dl at the hospital. Customer was unconscious and the doctor ran an x-ray without knowing that she was wearing an insulin pump. Customer went to her health care professional. Customer will have insulin pump replaced and revert to a back-up plan. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.